Manufacturer narrative:
Philips is in the process of obtaining additional information regarding the reported event and the investigation is ongoing. A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that they need full disclosure on patient during certain time frame. The device was in use at time of event, a patient's death was reported.

Event description:
The customer is trying to gather audit log file information from the piic at the time of the reported death. The requested information was provided to the customer. The customer confirmed that the device has not been alleged or indicated to have caused or contributed to the death therefore the device may have been a factor in the event the device was confirmed to be operating per specifications and no failure was identified.